Event description:
Report rec'd of a tubing separation from the filter. The IV fluid infusing at the time of the separation was .9ns. It was reported that the separation occurred at the distal end of the tubing at the "y". This is where the tubing goes into the filter. The size of the IV bag was 500cc's. The pt's mother noticed the leak right away and notified the staff immediately. It was reported that very little of the .9ns leaked. The staff changed the tubing immediately. The peripheral site remained patent. There was no bleed back or blood loss. It was reported that the pt remained stable. There was no distress and pt's vital signs remained stable.